Manufacturer narrative:
The reported events of failure to capture and failure to extend were confirmed while the reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found an external abrasion due to friction to the device can and blood/tissue clogging the extending the helix of the lead. The cause of the reported event of failure to capture was isolated to the exposure of the outer coil in the abrasion zone and the reported event of failure to extend was due to the helix clogged with blood/tissue. No other anomalies were identified.

Event description:
Related manufacture reference number: 2017865-2023-24234. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead and right ventricular lead exhibited failure to capture. During procedure, it was noted that the atrial lead and right ventricular were dislodged. During repositioning, it was noted that the atrial lead failed to retract helix and the right ventricular lead failed to extend helix. Both leads were explanted and replaced on (B)(6) 2023. The patient was in stable condition.